Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a revision of the competitor left septal lead. During the procedure the coronary sinus (cs) lead became dislodged. It was noted that both leads were adapted and installed into the left ventricular port. The cs lead was extracted. The patient was stable throughout.